Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to mfrs 3003790304 2024 00024, 3003790304 2024 00025, 3003790304 - 2024 ¿ 00026, 3003790304 - 2024 - 00027.

Event description:
It was reported that 4 laser fibers wore down and one fiber tip was completely missing during a therapeutic, laser lithotripsy of the bladder stone procedure. The procedure was completed, however multiple laser fibers were used. The procedure was prolonged approximately 10 minutes due to opening additional fibers. The patient's anesthesia or sedation was extended by approximately ten minutes. The condition of the patient was not impacted by the failure and there were no reports of patient harm.